Event description:
The complainant (patient) reported that a she (age unknown) had a therapeutic enteryx procedure for a gerd condition performed in approximately in 2004 (exact date unknown) at the hospital. The complainant reported that 3 weeks subsequent to the procedure, the patient went for a scheduled check-up. At that time, the patient had lost 13-18 pounds as a result of difficulty swallowing and pressure in her chest. The doctor performed one egd. The patient then saw another physician (name unknown). That physician performed a CT scan on the patient. The CT scan was reported to have revealed nodules in the chest and inflammation in the esophagus. The patient then saw a pulmonary physician (name unknown) who prescribed nexium and carafate for her symptoms. After 6 months, the nodules were reduced. At this point in time, the patient has reported that her gerds symptoms are worse, she continues to have uncomfortable and constant pressure in her chest and has trouble swallowing. The patient reported that she has not had any additional weight loss. She is now waiting scheduling of a CT scan to show current condition of nodules in chest.

Manufacturer narrative:
No product will be returned for evaluation to this manufacturer; consequently, a physical evaluation will not be performed. We are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. The product was recalled september 2005.